Manufacturer narrative:
Results, conclusions: inherent risk of procedure ¿ (emboli). (B)(4).

Event description:
The physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the right sfa. A complete se stent was implanted due to residual stenosis. During the procedure after dilatation of deb balloons, no run off was visualized through sfa due to peripheral embolization. Thrombus aspiration thrombolysis carried out. Outcome reported as resolved. Investigator has reported the event was definitely related to the device and procedure.

Manufacturer narrative:
Evaluation: inherent risk of procedure (occlusion). (B)(4).

Event description:
The previously reported peripheral embolization in the right leg on the procedure day was also treated with pta. Approximately 12 months post index procedure occlusion of the right iliac was reported. The event was indicated as related to the treated lesion in the right sfa. Investigator assessed that the event was probably related to the study device and procedure. Pta and stenting was performed as treatment. Outcome is resolved.